Event description:
Boston scientific crm received information that this implantable transvenous left ventricular (lv) lead had become dislodged within one day of implant. This lead was removed and a competitor's lead was placed. There were no reported adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.